Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The problem was reported by a customer from (B)(6): mini cradle failure leads to delay in pump use.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The problem was reported by a customer from (B)(6): mini cradle failure leads to delay in pump use. Pump treatment information:na. Type of drug:na. Human harm: no. Delay in therapy: yes. Medical intervention needed: no.